Event description:
Additional information was received and it was reported that the patient experienced underdose symptoms related to the event. This reporter reported ¿false motor stall/telemetry state related to MRI¿. The pump was replaced. The patient status was reported as ¿alive-no injury¿. Additional information was received and it was reported by this reporter that the ¿pump was motor stalling periodically outside of MRI¿. The catheter was shortened during the pump replacement procedure. There was no patient injury. The patient recovered without sequela. Additional information was received and it was reported that the pump had stalled and recovered greater than 30 times. Per the hcp (healthcare provider), the cause of the stalls was unknown; there were no magnets. The pump was placed at minimum rate and the patient was given oral baclofen until the pump was replaced.

Manufacturer narrative:
Analysis of the pump revealed shorting across the insulator, a feed-thru anomaly of the motor. Analysis of the catheter revealed a tear in the seal near the guide ring of the sutureless connector.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced spasms, increased blood pressure, insomnia and sweats. Per pump logs, a motor stall recovery occurred on (B)(6) 2014. On (B)(6) 2014, a stall occurred at 21:30 with a recovery at 21:57. The following day, 6 motor stalls and recoveries occurred; a stallat 11:29 with a recovery at 11:50, a stall at 13:26 with a recovery at 13:51, a stall at 17:13 with a recovery at 17:30, a stall at 19:08 with a recovery at 19:27, and a stall at 23:01 with a recovery at 23:14 occurred. On (B)(6) 2014, 3 motor stalls and recoveries occurred; a stall at 04:26 with a recovery 04:33, a stall at 06:07 with a recovery at 06:34 and a stall at 09:54 with a recovery the following day at 02:51 occurred. On n (B)(6) 2014, 6 motor stalls occurred; a stall at 04:21 with a recovery at 05:02, a stall at 06;44 with a recovery at 07:15, a stall at 08:31 with a recovery at 08:54, a stall at 10:20 with a recovery at 12:43, a stall at 13:13 with a recovery at 13:48 and a stall at 15:20 with no recovery noted occurred. Per the hcp, the stall did not recover. At the time of this report, the patient was receiving effective therapy.

Event description:
It was reported a critical alarm for motor stall was heard and confirmed by telemetry. It was noted the stall was constant. It was stated the patient had heard the pump alarming intermittently since (B)(6) 2014. It was noted the pump was interrogated and the logs showed ¿20+¿ motor stalls and recoveries. It was noted there was a stall at 04:00, a recovery at 05:00, a stall at 06:45, a recovery at 07:15, a stall at 08:31, and a recovery at 08:54 on the day of report. It was noted the last stall had not recovered. It was reported the patient had increased spasticity. It was stated there would be a pump replacement. The pump was used to deliver lioresal. Additional information reported the pump ¿had quit.¿ it was noted the replacement surgery was scheduled. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.